Event description:
After two passes, the device got caught in the sheath. The physician used excessive force to remove the device and the catheter separated from the nosecone tip. The wire lumen broke from the tip to the wire exit port. The physician accessed the patient's left side and placed a stent against the femoral wall.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.